Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h21095 and h13h08084 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Six days prior to the receipt of this report, the pt was hospitalized for the event. Treatment for the peritonitis was not reported. At the time of this report, the peritonitis was not resolved and the pt was not recovered. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). It was reported that the patient made a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which led to peritonitis. The patient experienced peritonitis with culture positive for bacteria and fungus manifested with abdominal pain and cloudy effluent and was hospitalized on the same day for the event. On an unreported date, the patient began treatment with antibiotic vancomycin (dose, frequency and route of administration not reported) for the event of peritonitis. The patient was discharged from the hospital and was recovering from the peritonitis. On an unreported date, the dianeal therapies were discontinued due to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported on an unreported date the patient experienced an infection. Treatment for the event was not reported. The outcome for the event was not reported. Should additional relevant information become available, a supplemental report will be submitted.